Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had prime rewind anomaly. The customer¿s blood glucose level was unknown. Customer states during the priming process the gear was slower winding during the rewind process. Troubleshooting was not performed. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to a33 alarm. No button keypad anomaly noted. (B)(4).